Event description:
Phlebotomist was exposed to blood after the neck of the bottle snapped off as she was ready to enter it into the instrument. She was not wearing gloves. She was not cut by the broken glass but has cracked skin at cuticle. She washed her hands and applied bleach immediately. Phlebotomist was taken to the ER and received prophylactic medication and counseling.